Event description:
Philips received a complaint on the heartstart mrx indicating that the device was in storage and could not be used. No specific issue was provided. There was reportedly no patient involvement. Philips bench repair technician (brt) evaluated the device and determined the cause of the device not being able to be used was due to a defective battery. The bench repair technician replaced the battery and the issue was resolved. The device passed all performance assurance tests and was returned to the customer. The device remains at the customer's site. No further action is warranted at this time.